Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are getting multiple pump error alarms including motor error, restart and lost sensor alarms. Customer's blood glucose was 368 mg/dl at the time of incident. The caller reported a past event of getting a lost sensor alarm, they rewound and primed the insulin pump and received a motor error alarm. The drive support cap appeared normal. The insulin pump has not been exposed to high magnetic fields. The alarms occurred during manual prime. The customer was able to complete manual prime. Troubleshooting was performed for the a21 and a47 alarms. The caller stated that the insulin pump had been stored without a battery for an extended period of time. The insulin pump passed self-test. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.